Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported patient lost stimulation n approximately (B)(6) 2018 since the patient failed to charge their device for a year. Company manufacturer representative interrogated the device and found it was unable to communicate with external devices and was inoperable. As a result patient underwent surgical intervention where the ipg was replaced and effective therapy was restored post operatively.